Manufacturer narrative:
The reported event of failure to extend the helix was not confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed the helix was in the retracted position. No blood or tissue was observed on the inside of the helix. After applying torque to the connector pin, the helix could be successfully extended and retracted. The full measured helix extension length was within required performance specification. Electrical tests and an x-ray examination revealed no indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular (rv) lead helix was unable to extend prior to the procedure. A new rv lead was implanted to resolve the event and the patient was in stable condition.